Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the report condition. The user reported the cannula come out of the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. The omnipod user's guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula not properly inserted, hyperglycemia may result," "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the result. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)". Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported blood glucose values of 383 mg/dl (no time reported) and 304 mg/dl (at 2:22 pm). Upon inspection, she noticed the cannula had come out of the infusion site. Pod was worn for 48 hours.